Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an inaccurate delivery issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/07/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/13/2017 with the following findings:a review of the black box showed and unexplained loss of prime, multiple occlusion alarms with high force, and the last basal delivery was followed by a low cartridge warning and the pump powered off with deliveries never resuming. The total daily doses added up correctly and reflected the user's programmed basal rates. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no issues occurred. The pump passed delivery accuracy testing with no delivery defects found. The pump delivered within the required range and delivering accurately. No delivery interruptions or alarms occurred during the investigation. The inaccurate delivery complaint could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.